Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the lab results confirmed that there was no sepsis or infection at the implant/explant site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl of an unknown concentration at an unknown dose rate via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient's pump¿pocket became red and irritated weeks after implant. It was noted that apparently the patient did not follow the post-op regimen of antibiotics, post-op wound care instructions, and no bathing/showering. The patient was ultimately hospitalized and treated with antibiotics to cure possible sepsis. The patient had been admitted to the hospital in mid to late (B)(6) for possible infection.¿ the date (B)(6) 2021 is considered an approximate date of event (specific month and year known only).¿ the patient was discharged after the possible infection was resolved.¿ after discharge, patient was sent back to the physician. According to physician the pump appeared to be trying to erode through the pocket, so he decided to explant both the pump and catheter. Cultures were taken of the pump pocket and sent to the lab for identification.¿ the pump and complete catheter were explanted and were thoroughly flushed with saline and closed after cultures were taken and sent to the lab.¿ the pump and catheter would not to be replaced in the future.¿ the issue was resolved as of (B)(6) 2021.¿ the patient was without injury regarding their status as of (B)(6) 2021.¿ the pump and catheter were to be returned to the manufacturer. The patient's medical history included multiple allergies on a 3 page list (not otherwise specified).

Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. The catheter was found to have damage to the transition tubing. Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.